Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic r wave measurements. Additionally, a deflection was noted on the rv channel which was not being sensed by the device. Technical services (ts) discussed that the deflection was a t wave, and confirmed it was not being oversensed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).